Event description:
When the device was used during an laparscopic gastric bypass, it fully cut and paritally stapled on one side. Another device was used to complete the case. There was no patient consequence.